Event description:
During an open heart procedure, the surgeon was attempting to ligate the mammary artery when the clip tore the artery. Surgeon repaired the site by suture. No additional surgery time required.